Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from instructions for use (IFU) identified from review of the cleaning disinfection and sterilization (cds) steps provided by the customer. Therefore, the cause of the material remaining in the device could not be determined. According to the methods for procedure in line with the instructions for use below, we determined the suggested event can be detected / prevented. The instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.